Event description:
A non-healthcare professional reported that curing the cataract surgery with intraocular lens (iol) implant procedure the implant was stuck in the injector. Another iol was used for the left eye. Additional information has been requested however no further information received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).